Event description:
It was reported that on (B)(6) 2011 at bedtime the patient's blood glucose level was 331 mg/dl and she took an increased bolus of insulin to compensate. The patient did not re-check her blood glucose level after this bolus dose, and went to bed. Earlier that day, the patient had been "over-exercising" and eating an increased amount of carbohydrates. On (B)(6) 2011 at 1:30 am the patient was found sweating and unconscious. The patient's husband did not test her blood glucose level while symptomatic; he gave her a glucagon injection and contacted emergency services. Paramedics arrived and tested the patient's blood glucose level to be 89 mg/dl and then 189 mg/dl. She was treated with food. Troubleshooting revealed all pump settings, basal setting and date/time were correct, all total basal/bolus doses correctly matched those programmed, the patient's technique was correct and there were no issues with the infusion site or cannula. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique of taking an insulin dose at bedtime may have been incorrect. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia and received emergency medical attention and treatment with glucagon, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. Pump passed 29-hr flow accuracy test successfully and was found to be delivering within the required specifications. Review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.